Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d364drg implantable cardioverter defibrillator (B)(6) 2011; 5568-53 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to ventricular t-wave oversensing. The rv lead remains in use. The patient is a participant in the pain free smart shock study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.